Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in new zealand, regarding a case of an aortic viv with a 20mm sapien 3 transcatheter heart valve in a non-edwards surgical valve, a basilica procedure was performed concomitantly, prior to the viv. The wire used for the basilica procedure caused a dissection on the rca which required a stent to be placed. The patient was stabilized. Due to the complication with the wire, the team decided not to proceed with fracturing the surgical valve. Nonetheless successful sapien valve implant was completed. The following day, the patient was reported to be stable and was planned to be extubated. CT showed no signs of any further complications. However, during follow up echo the following day, increased gradients from 16mmhg to about 40mmhg occurred. Patient was asymptomatic. This increase in gradients was expected due to the thv not being fully expanded inside the non-edwards surgical valve, because they did not want to perform post dilatation or valve fracture on the day of implant due to the complication with basilica procedure and the decision was to wait a few weeks and assess the patient again and plan the post dilatation/bvf. It was unclear if the increased gradients occurred due to the thv not expanded properly due to surgical valve restricting or halt or thrombus on the thv.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case increased gradient was unable to be confirmed due to unavailability of imagery and/or medical records. As per information received, it is possible that an underexpanded thv, halt or thrombus may have contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per additional information provided, 4 months, and 4 days post-implant, the patient was brought back for valve expansion. The patient responded well to the anti-coagulation therapy reducing the halt and thrombus. The thv viv and surgical valve were post dilated and surgical valve was fracture with 18mm atlas gold balloon and pressures reduced to about 12-14mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from additional information provided. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: h.6 impact code, clinical code, device code and investigation conclusions and h.10 per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g. Systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Suboptimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and or remove clot(s). Short term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intracardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (thv not fully expanded inside the surgical valve) may have caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.